Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up. The patient experienced vomiting and was not able to speak. Her father decided to call an ambulance. When the ambulance arrived, they took a bg reading which was 512 mg/dl. They took the patient to the hospital. At the hospital, the patient was treated with humalog and lantus insulin. At the time of the report the patient was still hospitalized, and her bg reading was 210 mg/dl. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.